Manufacturer narrative:
The investigation for the aic yellow alarm has been completed. Data logs were returned for evaluation and reviewed from the day of the reported event which do not show any alarms, errors, or any attempts to use pump. However, prior log entries are consistent with complaint and show that pump was unable to start, and console presented with 2 ¿impella stopped¿ alarms: #13 (due to current motor high), and #115 (due to mechanical and/or electrical issue). The pump was transferred to a different console and succesfully started, although there were some initial irregularities in motor current due to suction response. The reported console was tested and found to be operating within specification. There were no problems with starting pump simulator or a service pump. It is most likely that initial failure to start was use-related (e.g. Due to pump placement). This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the biomedical engineer that the console (aic) had a yellow controller error. The console was exchanged for backup. There was no known harm or injury or no known patient use.